Manufacturer narrative:
An event of pleural effusion, regurgitation and patient death was reported. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown without further information such as patient comorbidities and anatomy.

Event description:
On (B)(6) 2018, a patient who had undergone a tavi procedure ((B)(6) 2018) with a non-abbott (edwards sapien 3 29mm) valve was implanted with a 25mm trifecta gt secondary to early valve thrombosis with elevated gradient (100mg/hg). Per report, the tricuspid valve was well fitted and the coronary ostia were unobstructed and the native annulus showed no suspicion of endocarditis. There was suspension of endocarditis as the explanted 29mm edwards sapien 3 had slimy vegetation of the valve pockets which strongly suggest florid endocarditis. The patient was weaned from bypass and the chest closed when aortic insufficiency (grade 3) was noted on tee. The user reopened the chest and reported the trifecta valve looked optimal with the valve leaflets movable with good coaptation and no mechanical tears, etc. Were visible. The physician elected to leave the valve implanted. After weaning from bypass ad closing the chest, tee revealed aortic insufficiency of grade 2. The physician elected not to have the chest opened a third time due to patient's best interest. After the procedure, the patient was in stable circulatory condition and was transferred to the cardiac ICU. During the night, the patient was diagnosed with pleural effusion, worsening aortic insufficiency with hemodynamic instability and bleeding. The patient was brought to the ER for exploration. Upon opening the chest, the user removed retrosternal blood clots as well as blood clots from the right side of the heart and large vessels near the heart. The patient¿s hemodynamic stability did not improve and upon further examination a bleeding periosteal artery was found in the cranial region of the right sternum. Hemostasis was achieved by electrocautery. The user then elected to place the patient on bypass an inspect the valve. The cusps were closed at the time and provided an unremarkable impression with the patient on bypass. A surgically placed suture near the former coronary commissure appeared to be loose. The surgeon elected to explant the 25mm trifecta gt and a 25mm perimount valve implanted. The heart was defibrillated twice and resumed back to a normal rhythm. Tee provided an unremarkable impression on the new valve. After the seventh sternal wire was placed, the ventricles unexpectedly stopped pumping. Chest wires were removed and cardiac massage was performed. Circulation was established under cardiac massage, but after 30 minutes of open chest cardiac massage, resuscitation efforts were discontinued and the patient was pronounced deceased. Additional information including cause of death were not provided by the physician or hospital.